Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent a spinal procedure at l4-l5 via mis-tlif (minimally invasive transforaminal lumbar interbody fusion) using a spacer and a competitor's spinal system. It was reported that the cage fractured during final impaction. A new cage was implanted without any incident. No patient injury was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.